Event description:
It was reported that during the procedure in the superficial femoral artery, the emboshield nav6 filter was deployed successfully followed by successful unspecified stent deployment. The barewire was inadvertently pulled by the physician causing the filter to enter into the stented area. An unspecified balloon was used to push the filter element distal to the stent and the procedure continued successfully. At the conclusion of the procedure, the filter element was removed successfully with slight resistance using the retrieval catheter. Outside of the anatomy, it was noted that the filter was torn. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps/instructions; indication for use. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported tear in the filter was unable to be confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, there is no indication of a product deficiency. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It was reported the emboshiled nav6 was used in the femoral artery. It should be noted the indications for use section of the emboshield nav6 embolic protection system instructions for use (IFU) states: the system is indicated for use during percutaneous transluminal angioplasty and stenting procedures in saphenous vein grafts and carotid arteries. Additionally, it was reported the barewire was unintentionally pulled back and the filter element entered the stented area and a balloon catheter was used to push the filter element distal to the stent. The precautions section of the IFU states: if the filtration element moves into the stented segment prior to retrieval, do not retrieve within the stent. Advance the rx retrieval catheter so that its tip opposes the proximal portion of the filtration element and gently push the filtration element distally until it is situated in an unstented portion of vessel. Retrieval can then proceed. Based on the information reviewed, there is no indication of a product deficiency.